Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving morphine (25 mg/ml at 15 mg/day) via an implanted pump. The indication for use was non-malignant pain. On 2016-06-16 the hcp reported that a motor stall had occurred. The patient had an MRI on (B)(6) 2016 from 9:30-10:30 am. The logs were read at noon and no stall recovery was noted. The patient was in more pain due to getting an MRI, it was noted that the patient did not have any withdrawal symptoms. It was reported that the patient would return at 2:00 pm and the pump would be interrogated again. It was also mentioned that the patient had an MRI earlier in the week and the pump had recovered as expected. Additional information was reported by the hcp on 2016-06-22. The patient's increased pain was due to lying in the MRI machine and it was reported that the pump started after the next check two hours later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.